Event description:
It was reported that an undefined cartridge error occurred. There was no adverse impact to the customer's blood glucose level. The customer cleaned the cartridge pneumatic tap and reloaded the original cartridge successfully.